Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen had an abrasion that interfered with the touchscreen performance. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 18jul2019. Date of this report: 07aug2019. The customer did not require troubleshooting as the customer had already ordered a touchscreen. The customer replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.